Manufacturer narrative:
(B)(4).

Event description:
Information received from the healthcare professional (hcp) reported that the patient had their ¿old¿ implantable neurostimulator (ins) replaced with a new ins back in 2008 because the ¿battery was not working.¿ when contacted for follow up information, the hcp reported that they had no idea the device was explanted. If additional information is received, a follow up report will be sent. The indication for use for the implanted device was noted as spinal stenosis.